Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
See h10

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for other chronic/intractable pain in their trunk/limbs. Information was reported that the patient said she has been having trouble charging her implant. The patient said she gets "kicked out" and the end of service (eos) shows. The caller was redirected to their healthcare provider (hcp) to discuss replacing the ins. No further complications were reported. No patient symptoms were reported.